Event description:
It was reported that red blood cells were seen on a urinalysis, microhematuria. The patient had a kidney ultrasound and cystoscopy with no etiology found. It was noted that the patient resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3093-28, lot# v104841, implanted: (B)(6) 2008. Product type: lead. (B)(4).